Event description:
Problems began in 1982. Rptr has been sick ever since. Drs can't find reasons so they have been saying it's psychological. Lots of pains in shoulders, very tired all the time. She just never feels good anymore.